Manufacturer narrative:
Medical device problem code a0501 captures the reportable event of shrink sleeve detached.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during a cystoscopy/ureteroscopy with laser lithotripsy procedure on (B)(6) 2022. During the procedure, when the physician pulled out the guidewire from the cystoscope, a six to eight-inch piece detached outside the patient. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event.